Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face, neck, and eyelids and three days post treatment, experienced crusting, erosions, ulcerations, and erythema on the face. There was no system errors and nothing out of the ordinary was noticed during treatment. Reportedly, the patient used ceramide cream instead of aquaphor for first 24 hours post-treatment. The patient denies having pain and is on diflucan, levaquin, changed to bactrim, famvir, ultravate, bactroban and vinegar soaks. The patient does not have an active infection - viral and bacterial cultures post treatment were negative. In the physicians opinion, the skin irritation is resolving after two and a half weeks post treatment, but will leave scarring.

Manufacturer narrative:
The system was evaluated at the user facility by a field service technician and no problems were found. The system passed all testing and is operating within specifications. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The investigation of this event concluded that the reported adverse event is a known procedure complication of fraxel treatment. Itching/dryness of the treated area are anticipated side effects of the fraxel re:pair treatment. These are common symptoms while the skin is healing. Flakiness, sloughing, and dry crusting of the treated area will gradually clear.